Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient reported that patient had persistent retention so they needed new suprapubic catheter. Cause of lead not in correct place was not fully determined, it can be due to suspected falls. Revision was carried out as leads were not in the place. There was no device or lead replacement. There were no complications or that no further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va11xds, implanted: (B)(6) 2015, product type: lead. Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient was no longer using the implant anymore and they had turned it off because the lead was not in place. Patient was using a suprapubic catheter instead now. It was indicated fall could be related to the issue. It was also reported that patient¿s implant had been replaced due to normal battery depletion.